Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the ca board. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. There was also contamination on the battery board and component y1 was open. The open component was due to the liquid contamination. The root cause of the contamination was ingress of unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.